Event description:
Boston scientific crm received information that this atrial lead was exhibiting loss of capture. A revision procedure was performed and it was revealed that this patient had twiddled this lead to the point of dislodgement. Visual inspection of the lead noted a conductor coil fracture. Therefore, the lead was explanted and successfully replaced.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted compressed conductor coils in three separate locations. Testing noted the damage was consistent with that from a grasping tool. Resistance was performed to assess the electrical continuity of the lead. All measurements were within normal limits; indicating no fracture had occurred. Laboratory testing cannot confirm observations of dislodgement. However, evidence and past experience suggests that lead dislodgement can be the result of unique patient physiology and /or implant technique (which is often dictated by patient anatomy). Lead dislodgement is a potential complication of implantable pacing and is described in device labeling. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.